Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On the same day as the receipt of this report, the pt was given treatment for the peritonitis with vancomycin, injection (inj), ip-intraperitoneally (1 gm, once in 4 days), fortum inj, ip (1 gm, ¿od¿) and amikacin, inj (125 mg, frequency not reported). Dianeal therapy was ongoing. Additional information was requested but is not available.